Event description:
During use of the device for cardiopulmonary bypass procedure, the user reported that the unit would circulate water, but would not heat. The unit also smelled like something was burning. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
(Device not returned).